Event description:
This is about "clear care" contact lens cleaning and storage product. It is a new product that uses 3 percent hydrogen peroxide. It is destroying my soft contact lenses. In three weeks of use, my contact lenses are being within a few days of use. I am not doing any normal rubbing for cleaning the lenses as with my other storage solutions. I simply store the lenses in the provided case and put them into the solution for overnight storage, as directed. There should minimally be a warning that this product is harmful to certain types of soft contact lenses and may cause the rapid deterioration of their structural integrity. I am abandoning this product and returning to more traditional lens solutions. Dose or amount: fill provided vessel. Frequency: once daily. Dates of use: (B)(6) 2014.